Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient contacted patient services and noted the red light was flashing on their remote home monitor. Patient services assisted the patient in troubleshooting, however ultimately the remote home monitor was replaced. Patient services referred the patient to their clinic and informed them that there may have been an alert which was not able to be transmitted to the clinic. The field representative was unable to obtain any information from the clinic as they noted the patient has not been followed there for a little over a year. At this time the system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings.

Event description:
The implantable cardioverter defibrillator (ICD) was explanted for reported normal battery depletion approximately eight months later and returned for analysis the following month.